Manufacturer narrative:
The reported failure of the system printed circuit board assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported failure of the device blower assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo ventilator was reported to have a ventilator inoperative alarm. There was no patient involvement, and no harm or injury reported. On device evaluation, ventilator inoperative alarms were confirmed to be recorded in the device error log. Error code e-110 was present and indicates a generic motor failure event code. Additional ventilator inoperative codes e-144 and e-145 found in the device error logs confirms a motor error. The motor controller had proceeded to the shutdown state due to the motor flux measurement either too high or too low when the motor was in the run state. The device's blower assembly and system printed circuit board assembly were replaced to address this issue. Additional findings not related to the malfunction/issue: the in-line proximal filter was noted to be clogged with dust and required replacement. Four-year preventative maintenance was completed per schedule. The device passed final testing on the trilogy evo test station.